Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was because the [antiplatelet therapy] was stopped two years after stent implantation, and an isr had occurred in the implanted cypher stent, causing it easier for the vessel to become occluded. Anti-platelet therapy was conducted as follows: aspirin 200 mg/day 2004-2005, 100 mg/day: 2005-2006, 2008. Ticlopidine hydrochloride 200 mg/day: 2004-2006, 2008, warfarin potassium (the dose was unk) 2004-2005. Heparin 5,000u:2004. Aspirin and ticlopidine hydrochloride were stopped approx at around 2006 this cypher product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.

Event description:
Pci, hypertension, and abnormality of lipid metabolism was admitted for elective coronary eval. Angiography revealed a de-novo, eccentric lesion in the ostium of the proximal lad. Aha/acc classification of the vessel was type b2. The lesion length was 18mm and vessel diameter was 3.5mm. Flow through the vessel was timi iii. Pre-dilatation was conducted with a balloon (3.75/15mm) inflated to 6 atm for 10 seconds. A cypher (3.5/18mm) stent was deployed to 12 atm for 30 seconds. Post-dilatation was conducted with a balloon (4.0/8mm) inflated to 18 atm for 15 sec. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was iii after the procedure. Act was not measured. Approx. 47 months post index procedure, the pt complained of chest pain and went to the hospital. Angiography revealed a thrombosis and in-stent restenosis of the previously implanted cypher stent in the proximal lad. The thrombus was treated with aspiration thrombectomy and the restenosis was addressed with balloon angioplasty. Finally, taxus (3.0/32mm) stent was implanted within the cypher stent in the proximal lad.